Event description:
It was reported that the user sought assistance to perform a factory reset of the ilet after using incorrect meal sizes and announcing ¿less than meal¿ entries as corrections, which led to perceived inappropriate meal dose calculations. User experienced suboptimal glycemic management characterized by perceived mismatches between meal announcements and insulin delivery. Outcomes included troubleshooting education, device reset, re-pairing with cgm and mobile app, entering weight, and resuming bionic mode, with assignment for additional training on best practices for meal announcements. Investigation included guided device setup, verification of cgm pairing, infusion set and cartridge preparation, and review of meal announcement practices. Investigation of this case revealed user technique errors related to meal announcement selection that likely maladapted the system¿s dosing behavior, without evidence of device hardware or component malfunction. It was concluded, based on previously established findings for similar reports, that user interaction and use error were the probable cause, addressed through education, factory reset, and additional training.